Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported "rupture, periprosthetic lymph nodes an axillary silicone lymphadenopathy". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "rupture, periprosthetic lymph nodes an axillary silicone lymphadenopathy" diagnosed via MRI & ultrasound. This record is for the right side. Device was explanted and not replaced. Device will not be returned.